Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving (B)(4). It was reported that the tip of the device fell off when the scope was removed after performing a submucosal dissection. The pieces were retrieved and the procedure was completed successfully without harm or injury. There was no death reported with the event.